Event description:
The patient presented with signs consistent with brown-sequard syndrome including ipsilateral motor weakness below the (several segment) cord lesion, and contralateral pain and temperature sensory loss below the lesion. An MRI showed no evidence of a catheter tip mass. The MRI signal extends for a few segments within the spinal cord near the catheter tip. The pump was emptied of drug in 2003 and filled with preservative-free saline. The drug removed from the pump reservoir was sent out for analysis. A follow up report will be sent when analysis is complete.